Event description:
The customer called and reported her blood glucose went up to 538 mg/dl. The customer treated multiple times and blood glucose went down to under 400 mg/dl by the time she went to bed. When the customer awoke, her blood glucose was 92 mg/dl, but rose to 338 mg/dl. At the time of this report, customer's blood glucose was 320 mg/dl. She treated with injections. During troubleshooting, it was found that the customer did not link a glucose meter and was normally bypassing blood glucose entry to put in carbohydrates. It was explained that without blood glucose entered, the insulin pump would not know what to correct for past the food, and it would need blood glucose to give extra insulin to correct for high blood glucose. Customer was advised to speak with healthcare provider on how to use insulin pump features to choose correction amount.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.